Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 concurrently with cystoscopy with supraspinous ligament fixation, and meshes was implanted into the patient. It is reported that the patient experienced chronic pelvic and vaginal area pain, painful intercourse, severe urinary retention resulting in catheter placement, severe urinary retention, painful urination, lower abdominal inflammation, abnormal bowel movements, rectal pain, abnormal vaginal bleeding and physical pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.